Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2013 to explant his generator due to lead discontinuity. The lead was not explanted. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Additional information was received indicating that the vns patient¿s lead was cut. The patient no longer wanted to use the device so the generator was explanted. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. Analysis of the returned generator was completed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.